Event description:
It was reported that the atrial lead perforated the atrium post implant. The lead was extracted and replaced. There were no further patient complications reported as a result of this event.

Event description:
It was reported that the atrial lead perforated the atrium post implant. The lead was extracted and replaced. There were no further patient complications reported as a result of this event. It was reported that the atrial lead perforated the atrium post implant. It was further reported that the lead had dislodged and patient experienced pericardial effusion. The lead was extracted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage; full lead returned and analyzed.